Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator has identified rhythm as shockable however the customer suggested that it should not have been shocked. The patient was pronounced deceased at the scene after an extensive resuscitation effort.

Manufacturer narrative:
The issue was noted in hindsight. The heartstart mrx remains in use at the site and was not provided for evaluation. A philips clinical product specialist performed a clinical review of the ECG strip. According to the review of the clinical specialist, the ECG appeared to be atrial flutter with tall t-waves (time noted as (B)(4)). It appeared that the organized morphology of the narrow qrs along with the morphology of the wide t wave, which was at the same height of the r wave, was interpreted by the AED algorithm as shockable as the t waves were most likely counted as beats. The AED algorithm most likely concluded that the rhythm was monomorphic ventricular tachycardia or a wide qrs tachycardia and provided a shock advisory. This behavior is explained in the application note that states, organized rhythms such as monomorphic ventricular tachycardia and other wide-qrs tachycardias of unknown origin are then deemed shockable if their qrs rate is greater than 150 beats per minute. Ventricular tachycardia with a rate greater than 150 bpm and sustained for six seconds is shockable. It is also possible that during the analysis period, the atrial components and variable repolarization, along with t waves appearing as wider beats, could make the wave appear as a polymorphic ventricular tachycardia, which does not need a high rate to generate a shock decision, because the beats have variable morphology. This behavior is explained in the application note that states, some very irregular forms of polymorphic vt are treated like vf and are shockable regardless of rate. Assuming that the victim has no pulse, which is a condition for using the AED algorithm. The device remains in use with the customer. This was a customer disagreement regarding the identification of a specific rhythm as shockable in AED mode. The ECG event file was reviewed by a philips clinical specialist and an explanation of the device behavior was provided. There is no information to support that a malfunction of the device occurred.